Manufacturer narrative:
The investigation for the console (aic) system self check issue has been completed. The data logs from the console confirm that there was a system self check failure event that was issued on the date of occurrence. From the logs, its was observed that the failure occurred when the console rebooted itself after initially booting up with numerous epm communication errors. The console was received for investigation. The failure was reproducible upon start up of the console. The console's internal circuitry inspected visually for any non conformance with no observable anomaly. There was nominal power being supplied from the pbm to the impellatronics board as well as the epc. Isolative testing by swapping with a known good impellatronics board confirmed the original to be defective. The root cause of the system self check failure was a defective impellatronics board.

Event description:
No patient involvement: complainant in japan reported the automated impella controller (aic) was newly purchased and the staff was setting up the aic when there was a system self check failed change console immediately error. Even after rebooting, the problem did not improve and a repair request was made.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.